Manufacturer narrative:
(B)(4). No parts were returned to the manufacturer for physical evaluation and the plant investigation is on-going. A supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A user facility reported that a 2008t hemodialysis machine alarmed arterial pressure and low flow error during treatment. The patient's blood clotted and was unable to be rinsed back resulting in a blood loss of 200cc. The patient was moved to a new machine with a new setup and was able to complete treatment with no adverse effects. No patient complications occurred and no medical intervention was required. Functional testing performed by the biomedical engineer confirmed that the unit was operating properly. The system was returned to service at the user facility without a recurrence of the event as reported.

Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation of the unit was performed by a fresenius regional equipment specialist (res) and no parts were returned for failure analysis. Follow-up information provided by the biomedical technician revealed that the issue was caused by a tiny leak in the red hansen braided line hose. The biomed reduced the length of the hose to remove the leak and resolve the issue. Functional testing performed by the biomed confirmed the system was operating properly. The unit has been returned to service at the user facility without a recurrence of the event as reported. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the device history record (DHR) review confirmed the labeling, material, and process controls were within specification. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.